Event description:
It was reported by service report that the head end of the stretcher will not raise and the head end brakes cannot be engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation: control link, groove pin.